Event description:
It was reported that the pulse generator was implanted and was pacing correctly. After the pocket was closed, it exhibited an output anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.